Manufacturer narrative:
The system was serviced in the field. The power conversion assembly was not powering down when the umbilical was unplugged. The power conversion assembly and power tray were replaced. The power tray was returned for analysis. The fuses all tested food. The power tray was installed into a test system. The system powered on, readied and functioned as expected. Several 2d and 3d imaged were successful. No failures were found. The power conversion assembly was returned for analysis. It failed bench testing. Transistors q28 and q14 failed and were found to be shorted. Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding an imaging system found during planned maintenance (pm). It was reported that the power conversion assembly would power up when disconnected. There was no patient present.